Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded the cartridge with the amount of insulin that was remaining inside the vial; however, the customer did not know how much insulin was remaining inside the vial. Then, the customer received a minimum fill message. Reportedly, the customer does not have any other insulin left and would receive a new vial in 4 days. Tandem technical support educated the customer that there was not enough insulin to load the cartridge and to consult with health care provider as the customer will not be able to use the pump with the amount of insulin remaining. The customer declined to provide further information and hung up the phone. There was no reported impact to the customer's blood glucose level.